Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the customer reverted to an alternate method of insulin therapy. There was no reported adverse impact to the customer¿s blood glucose level.